Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the videoscope, after the procedure was finished, during the cleaning of the scope/reprocessing, the brush would get stuck, and the biopsy channel was blocked. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material resembling a plastic accessory with a tube form was found inside the channel mount unit. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The customer noted that there was no possibility that the scope might have been used with foreign material in it and did not know what the foreign material was. This device was not used on any other patients since this event occurred. The device was returned to olympus for evaluation. The device evaluation found: the switch box had a scratch. The air/water cylinder had no color. The suction cylinder had no color. The plug unit had a scratch. Due to damage on the channel tube, the tube cleaning brush could not be inserted. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The plastic distal end cover had a chip and was burnt. No faults in the initial leakage and electrical safety tests were found. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.